Event description:
It was reported that in a clinical observation of "analysis of the effect of different dressings on nursing of central venous catheterization" author: wu huiwen. It was documented on the paper that the iv3000 (smith & nephew) was applied to 241 patients, 1 of these patients presented a catheter slippage. It is unknown treatment of this complication.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all iv3000 products, there have been further complaints reported with this failure mode in the past three years. The devices were intended for use in treatment. As no samples were returned a product evaluation could not be carried out. Dressings should be periodically monitored to ensure proper catheter placement. If the dressing becomes wet or the integrity is compromised, catheter placement may be impacted. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.